Event description:
Customer reported via phone call that their insulin pump was damaged. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratches on lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.